Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the usb cable could not completely be inserted into the pump usb port and charge the pump battery. Customer replaced the cable to resolve the issue. There was no reported adverse impact to the customer's blood glucose.